Event description:
It was reported that bd 4mm pen needle experienced 2 cases of being unable to inject insulin, and 1 case of the cannula breaking off. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection, (2 pen needles affected). Stated, non patient end broke off into the insulin pen when removing pen needle, (1 pen needle affected).

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 4mm pen needle experienced 2 cases of being unable to inject insulin, and 1 case of the cannula breaking off. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection, (2 pen needles affected). Stated, non patient end broke off into the insulin pen when removing pen needle, (1 pen needle affected).